Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the frayed grip cable occurred at the distal idler. The frayed cable section was sticking out at the wrist. Additional observation not reported by the customer was that the grip cable also was found to be derailed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a davinci si hysterectomy procedure, it was noted that 'wires were sticking out to the tip of the large suture cut needle driver instrument - no patient involvement.'